Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose of 400 mg/dl and would like to troubleshoot insulin pump to make sure everything is working properly. Troubleshooting found that customer had a bent cannula and a high pressure test was performed and passed. Customer was advised to monitor pump and change out the entire set, reservoir and insulin and treat per doctor's instruction.